Manufacturer narrative:
All buttons functioning properly. However, found moisture damage on the keypad traces. Insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted. (B)(4).

Event description:
Customer's father reported via phone call that the buttons were unresponsive. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.